Event description:
It was reported that the patient presented for magnetic resonance imaging (MRI). The MRI mode of the pacemaker was unable to be turned off after the scan was completed. Programming changes were made. There were no patient consequences reported.